Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the immediate cause of death was congestive heart failure and other contributing factors for death include mitral regurgitation and coronary artery disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2016, the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 24 mm study stent. Following post dilatation the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient had femoral vascular pseudo aneurysm, sepsis, and congestive heart failure all considered unrelated to the device. The patient was treated medically and was discharged with the event considered not resolved. In (B)(6) 2016, the patient died. The cause of death was unknown.